Event description:
Reporter indicated that patient was experiencing increased suicidal tendencies. The treating physician indicated, he believed the increase in suicidal tendencies was due to vns therapy.